Event description:
A malfunction alarm occurred after updating the pump to version 7.8, but the customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided guidance for resetting the pump, and the customer successfully performed the reset. Cts advised the customer to continue using the pump and to contact them if the malfunction reoccurred, which it did not.